Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 17-sep-2025 the user was unable to attach the luer connector to the ilet device during a supply change. The user awas unable to secure the connector, even without the cartridge inserted. A replacement supply shipment was arranged. No blood glucose (bg) impact or injury occurred.